Event description:
It was reported that this device went into safety mode. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient is elderly and has multiple co-morbidities. Thus, the device could not be changed out immediately. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device went into safety mode. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient is elderly and has multiple co-morbidities. Thus, the device could not be changed out immediately. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device went into safety mode. The plan is to replace the device. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient is elderly and has multiple co-morbidities. Thus, the device could not be changed out immediately. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and was returned for analysis. No additional adverse patient effects were reported.